Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the ventilator is used as a demo unit. When our engineer switched on the ventilator the ventilator started to showing the following technical events te 285001, 285002, 231022, 233001, 233003, 233004, 233006, 246010 and fan failure. No patient involvement.